Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("heavy and prolonged menstrual bleeding"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("excessive migraines headaches"), urinary tract infection ("frequent urinary tract infection"), feeling abnormal ("brain fog") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, abdominal pain, back pain, migraine, urinary tract infection, feeling abnormal and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in essure insertion date: (B)(6) 2015 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menorrhagia ("heavy and prolonged menstrual bleeding"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("excessive migraines headaches"), urinary tract infection ("frequent urinary tract infection"), feeling abnormal ("brain fog") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, abdominal pain, back pain, migraine, urinary tract infection, feeling abnormal and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted in essure insertion date: (B)(6) 2015 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case became serious incident. Essure removal details added. Intervention checked for the event of pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.